Event description:
It was reported that a patient incident occurred with an electrosurgical unit (esu/generator). Per the medical facility, it was no longer possible to determine the esu used during the procedure. Another erbe generator [model vio 300 d, part number (p/n): 10140-100, and serial number (B)(6)] or a medtronic device were also possible. Nevertheless, one of the esus was used in a laparoscopic cholecystectomy. The esu was used with erbe lap forceps (p/n 20195-133) which is made up of three (3) parts- handle [p/n 20195-140, lot number (l/n) op303539], shaft (p/n 20195-141, l/n op247179), and insert (p/n 20195-144, l/n 711745). Specific information involving the settings of the esu was not provided. During several operations, a moderate burn occurred in the adjacent liver tissue. A photograph of the lesions shows multiple, white stripe-like changes of various sizes. No information was provided regarding any additional measures taken to address the burn.

Manufacturer narrative:
The inspection/testing findings were as follows: erbe esus the units were found to be working as intended. The evaluation of each of the generators included an electrical safety check, a functional check of each of the equipment's features and a power output check. The esus were/are within specifications and all features were/are functioning properly. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Lap forceps an examination of the instrument revealed no mechanical or electrical malfunction. The rilsan coating of the forcep's insert shows signs of damage and scratches. However, the damage to the insulation was not so severe that it could have caused the necrosis. Nonetheless, the account is being made aware that the insert should no longer be used. Based upon the limited information provided, it appears that tissue contact of the instrument in the joint area led to a current flow between the jaw part and non-insulated flexion plates. The current subsequently caused necrosis in the liver tissue. According to the notes on use of the lap forceps, tissue contact with non-insulated parts in the joint area of the instrument must be avoided, otherwise tissue in the joint area may be thermally damaged during activation. However, no conclusive determination could be made as to the cause of the incident. Erbe USA, inc. Is now closing the file on this event.